Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified reading on the sensor which was inaccurate and experienced sweating and was unable to self-treat. Customer had contact with healthcare provider and a reading of 2.9 mmol/l was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and was treated with glucose gel. Customer additionally reported sensor reading of 14.9 mmol/l compared to 3.9 mmol/l obtained on the adc meter on an unspecified date. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.